Manufacturer narrative:
The company representative was unable to duplicate the reported problem. The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).

Event description:
The customer reported while the iabp was in use on a patient, the iabp printer did not work. The iabp was rebooted and the printer started to work. The unit was switched to another iabp and therapy was continued. No patient injury was reported.